Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling implantation with concurrent total abdominal hysterectomy, bilateral salpingo-oophorectomy to treat severe pelvic pain, polymenorrhea and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced continuous discomfort, urinary infections, itching, burning at all times, and unable to have sexual intercourse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.